Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled, and 5 tubes overfilled during use. Additionally, 1 tube was missing its additive, causing the blood to clot immediately upon drawing it up. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "I have been informed that several test tubes of the indicated lot have been thrown away because they have suction problems during the sampling, some of them suck too little and others do not suck at all and seem to be without vacuum. I also report that in one case there was also a problem with blood coagulation: once the sample was taken, the blood coagulated immediately, making it impossible to use."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill, overfill, or fibrin were observed. 20 retained samples (batch: 1253913) were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. No underfill and overfill observed no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill, overfill, or fibrin. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled, and 5 tubes overfilled during use. Additionally, 1 tube was missing its additive, causing the blood to clot immediately upon drawing it up. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "I have been informed that several test tubes of the indicated lot have been thrown away because they have suction problems during the sampling, some of them suck too little and others do not suck at all and seem to be without vacuum. I also report that in one case there was also a problem with blood coagulation: once the sample was taken, the blood coagulated immediately, making it impossible to use."